Event description:
The parent of the home pt (hp) contacted baxter's tech service center (tsc) to report the hp having been overfilled during fill 1 of 12 while using the baxter pac-xtra cycler for apd therapy. It was reported that the pac-xtra cycler had elicited a "pt overfill" alarm, which indicates that an excess volume of 30ml or more beyond the fill volume setting left the heater bag during the current fill phase. Reportedly, the hp received 205ml, however, hp's programmed fill volume was 125ml. Technical service rep (tsr) assisted the hp's parent in cycling the pac-xtra off/on and verifying programmed fill volume was 125ml. Tsr then advised hp's parent to allow the therapy to proceed into initial drain. No leaks were noted in the heater bag or tubing from the cycler set. All valves were closed except drain. Pac-xtra then alarmed "no flow detected" with a drain volume of 75ml. Scale 2 elicited sa "drifting alarm", which the hp's parent reset and the drain volume was at 76ml. Scale 2 again elicited a "drifting alarm". The hp's parent confirmed that the scale was stable and the pump tubing was threaded properly. The alarm was reset with the drain volume of 76ml. No obstructions were noted in the pt's line. Tsr assisted the hp's parent in ending therapy early and advised the pt to discard supplies then restart therapy with a new setup. Parent reported the total drain volume was 126ml, at which time the hp was disconnected from device and no further treatment was performed that night. Parent reported pt was symptomatic of abdominal discomfort. Parent reported speaking with healthcare professional (hcp) the next day and was instructed to continue to use this device. According to the hp's parent, apd therapy was then performed using the pac-xtra cycler and continued to completion without any problems. Parent reported there was no medical intervention and no pt injury resulted from this event.